Event description:
A pt reported that a test does not start on their meter. This issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given. Pt also reported blood glucose results of 31 mg/dl and 81 mg/dl on their meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20%, thereby indicating a potential malfunction of the meter in terms of precision. No further info has been reported.